Event description:
It was reported that the field representative called in for review of untreated and treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was evaluated in the clinic and the representative was able to reproduce the noise when the patient lifted their left arm. The device was programmed to primary with 2x gain. Technical services reviewed and found there was an untreated atrial fibrillation (af) episode in which there was noise. The noise appears to be due to muscle or movement artifact. Ts discussed troubleshooting different vectors. Ts discussed that alternate vector does not look good due to low r-waves and neither did secondary. Ts recommended to increase smart charge extension and increase rate zones and recommended performing an x-ray. Additionally, there were non-isolated episodes last year due to t-wave oversensing and low amplitudes resulting in an inappropriate shock. At this time, the system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the field representative called in for review of untreated and treated episodes for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient was evaluated in the clinic and the representative was able to reproduce the noise when the patient lifted their left arm. The device was programmed to primary with 2x gain. Technical services reviewed and found there was an untreated atrial fibrillation (af) episode in which there was noise. The noise appears to be due to muscle or movement artifact. Ts discussed troubleshooting different vectors. Ts discussed that alternate vector does not look good due to low r-waves and neither did secondary. Ts recommended to increase smart charge extension and increase rate zones and recommended performing an x-ray. Additionally, there were non-isolated episodes last year due to t-wave oversensing and low amplitudes resulting in an inappropriate shock. At this time, the system remains in service. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported that the device has been programmed off for a few weeks. Troubleshooting was performed and the subcutaneous implantable cardioverter defibrillator (s-ICD) failed auto setup in all three vectors. They are considering a transvenous device. At this time, the system remains in service. No adverse patient effects were reported.